Manufacturer narrative:
E 1. Initial reporter phone : +(B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were conducted following bwi procedures. Visual analysis revealed that the pebax was broken with internal parts exposed. Magnetic sensor functionality test was performed, and the device was recognized and visualized on the system; however, error 106 was displayed on the system due to an internal printed circuit board (pcb) issue. Error 106 could be related to the reported event. The root cause of the damage to the pebax could be related to improper handling after procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30951718l number, and no internal actions related to the reported complaint condition were identified. The magnetic issue reported by the customer was confirmed. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified that the pebax was broken with internal parts exposed. Initially, it was reported that when the catheter was connected, error 105 occurred. The cable was replaced, and the issue was not resolved. When the catheter was replaced, the issue was resolved, and the procedure was completed without patient consequence. The magnetic sensor error was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, the pebax was broken with internal parts exposed. The broken pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.